Event description:
It was reported that pump experienced malfunction with code 16, with no notable events occurring beforehand and customer¿s pump being part of field correction. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information, assisted customer with resetting pump, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction code recurred, which customer acknowledged and understood.